Manufacturer narrative:
The data logs was reviewed and confirmed that there was a spike in motor current, followed by a few seconds later another motor current spiked and a pump stop occurred. The pump was able to be restarted on the third attempt but flow dropped to 0.8l/min and this indicated a potential interaction with the impeller blades. The pump was returned and visual inspection found both impeller blades were broken. This broken blade pattern has been reproduced by inserting a guidewire in the outflow and running the pump. The pump was able to run in the lab with low flows. The root cause of the pump stop is likely due to the single access guidewire or catheter getting caught in the outflow during the single access procedure. This likely stopped the pump temporarily and broke the impeller blades.

Event description:
The complainant reported a (B)(6) years old white female patient had impella cp optical pump inserted. The pump was getting lower than expected flows right from the beginning. Volume was given but the issue did not resolve. The pump was able to restart three (3) times but there was a continuous suction and flows that would not go over 0.8l. The physician decided to remove the pump.